Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation did not confirm that the image does not appear on the camera head by just connecting it to the processor and turning on the power. The evaluation did confirm that when a load is applied to the camera part on the video connector side, noise is generated and the image does not appear after that. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image does not appear on the camera head. The issue was found during inspection for use for a therapeutic procedure. There was no delay and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to a trace of moisture attached to the video module, indicating that the video module-contact may have been attached to the processors while being wet. At that time, the junction failure occurred temporarily, resulting in inability to communicate normally, which may have led to an event in which no images were generated (black-out). The event can be detected/prevented by following the instructions for use which state: electrical contacts and their surroundings of the video controller should be moisturized with dry gauze and connected to the video system center in a well-dried state. Also, make sure that the electrical contacts are clean before connecting. Wet or dirty electrical contacts may damage the device or threaten patient or operator safety. Olympus will continue to monitor field performance for this device.